Event description:
It was reported that the patient presented for a check up in clinic due to noise being seen on remote merlin.net transmissions. Several episodes of right ventricular (rv) lead noise were observed. The noise was reproducible with isometric exercises. The noise led to pacing inhibition on the rv lead but the patient was not symptomatic. Programming changes to sensitivity were made. The physician opted to monitor the lead at this time. The patient was stable.